Event description:
It was reported that during a follow-up the measurement of impedance showed high values (> 2000 ohm) and the device was not capturing. Rv and ra leads were disconnected and connected again to the generator without repositioning. Then the device was pacing appropriately. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The available data were inspected. The inspection revealed an unipolar right ventricular lead failure, which was detected on (B)(6) 2024. The available x-ray image did not show any peculiarities. It cannot be excluded that the set screw was not tightened as specified and resulted in the clinical observation.